Event description:
It was reported that during surgery the product could not work after connecting to the host computer, the host screen gives an error message: aiming disc is damaged, please replace other discs. No backup was available and the surgeon had to free hand to lock. There was no delay and no patient impact.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Our investigation including a visual inspection of the returned device showed cut on the cord. The threaded slot is also damaged. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2015 which suggests it has been in use for some time. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. A second generation targeter has been released and is available for use. Please reference device (B)(4) when replenishing. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.